Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump alarmed no disposable with 71.5 remaining in the reservoir. It was reported the end user discarded the cassette and used a new cassette to restart the remodulin infusion. Remodulin 1mg/ml united therapeutics. Dose; 70 ng/kg/min intravenous. Continuous (B)(6) 2018 to current. Lot: 939655, expiration date 08/31/2023. Pulmonary arterial hypertension (pah).